Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm and virtual watch dog alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a virtual watch dog alarm and unexpected restart alarm. The customer¿s blood glucose was 172 mg/dl at the time of incident. Customer stated that the insulin pump was frozen and had a recurring safety alarms. Customer reported that the insulin pump time was not advancing and battery change did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.